Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently enabled the pump sleep activity setting. Customer declined further assistance regarding issue. Customer's blood glucose (bg) was 300 mg/dl.